Manufacturer narrative:
(B)(4).

Event description:
During a hip arthroscopy using the 72203842 suturefix ultra, it was reported that two anchors pulled out after being inserted. They completed the repair using bioraptor knotless instead and while doing so, noticed a small piece of metal in the joint which they thought was from the tip of a suturefix inserter. The piece of metal was removed with graspers. A new hole was prepared for the bioraptor knotless, leaving the original empty with no product. It was reported that the surgeon may have been off-axis upon insertion of the anchors. There was a fifteen minute procedural delay. A back up device was available to complete the case and no patient injuries or complications were reported. The devices will not be returned for analysis.